Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a large difference between sensor glucose reading and blood glucose reading. Sensor glucose value was 130 mg/dl and blood glucose value was 278 mg/dl. Blood glucose value at the time of the call was not provided. No further information was provided.